Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported was confirmed. An assessment was performed and it was observed that a piece of a broken bearing was found in the device. It was determined that the failure was caused by worn out bearings. The assignable root cause was determined to be due to normal wear out of the bearing exacerbated by insufficient cleaning of internal contamination after clinical procedures. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that a piece of metal was stuck inside the craniotome device. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.